Event description:
It is reported that the universal modular electric/battery single trigger handpiece stopped working during surgery. Other batteries were tried but the device did not resume function. It was also noted that the central sterile processing staff observed the accumulation of rust on the device. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.